Event description:
It was reported from ge internal engineering testing that after a 1024 dsa quantitative cardiac analysis (qca) calibration is complete, the calibration factor is extended to a 512 quantitative ventricular analysis (qva) sequence. This creates a wrong calibration factor for the 512 qva. No pt was invloved and no injuries were reported. The concern is for possible pt injury or misdiagnosis caused by erroneous measurements.